Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.

Event description:
It was reported that the system 9600+ failed to initialize and at one point gave the error message "bad xray temp sensor". There was no adverse patient involvement reported. There was no patient information reported.